Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws locked on tissue. They pushed the trigger apart to get it off. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.